Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 4 months. The lvad was not explanted and the system controller was reportedly immediately discarded as biohazard due to being infested with cockroaches; therefore a log file was also not available for evaluation. A correlation between the device and the patient's outcome could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was transported to the emergency department unresponsive. The lvad was not operating normally upon admission. During assessment of the pump, high powers in the 30 watt range occurred. The healthcare professionals suspected that the pump had been off for a period of time; however, the cause was unknown as they were not able to gather accurate information about the event. Possible driveline fracture or pump thrombosis was suspected. It was reported that the patient was very non-compliant and did not use the power module for support. The patient expired on (B)(6) 2016 with the cause of expiration reported as cardiac arrest. The patient's family refused an autopsy. No additional information was available.